Event description:
On (B)(6) 2014, the surgeon performed a right side si joint arthrodesis on the patient placing three ifuse implants. The patient awoke from surgery with radicular pain. A CT scan revealed that the first implant was breaching the s1 foramen. On (B)(6) 2014, the surgeon performed a revision surgery where he removed the second implant that was too proud and replaced it with a new shorter implant. He then removed the first implant and replaced it with the previously removed implant. The patient is doing better following the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned implants. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# i0490, manufactured 08/28/13, expires 2018-03; ifuse implant, p/n 7040-90, lot# i0853, manufactured 12/19/13, expires 2018-12; ifuse implant, p/n 7050-90, lot# i0911, manufactured 03/18/14, expires 2019-01.